Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor unable to power on) has been confirmed. The cause of the resets has been isolated to corrupt programming of the flash memory. The root cause for the corrupt programming cannot be positively determined. No adverse event resulted from the corrupt memory. The pt received a replacement monitor.

Event description:
A (B)(6) male pt's friend contacted zoll customer support to report the pt's monitor was unable to power on when the battery was inserted. The pt was issued a replacement monitor.